Event description:
Jp drain, the bulb does not retain suction, no drainage in the bulb, bulb and tubing traced back to the wound and found not to be in the dressing which is intact, the drain and tubing; without the white attached drain, i.e. Broken off and obviously not functioning. Dressing which was intact removed, no drain sticking out of the drain sight which was already sealed over and dry. Wound looks excellent. Drain obviously broken. Op note: during the postoperative period was noticed to have a broken off drain. The distal tip of the drain was found on x-rays to be inside the pt's lumbar wound. She was recommended to have the remaining piece of drain, which was stuck underneath her skin and the lumbar wound to be removed operatively in a formal operating room setting. Operative note: first with a micropituitary, we attempted to reach the drain through the drain hole; however, we could not grasp the drain end. At this stage, about an inch and a half of staples posteriorly in the middle of the incision were removed. The subcutaneous sutures were removed as well as the deep fascial sutures. We then proceeded with placing a curved right lander in the incision opening it up. At this stage, postoperative hematomas were evacuated with suction. Next under loupe magnification, I was able to find the end of the drain, which appeared to be very loose lying in the deep incision. This was then grasped with a pituitary rongeur and removed without any difficulty, whatsoever. I inspected the wound for any remaining pieces of drains, there were none present. At this stage, the wound was irrigated with multiple syringes of antibiotic solution. I inspected the dura for any csf leakage and there was none. There was no excessive bleeding. At this stage, the wound was reclosed by re-approximating the fascia using interrupted vicryl sutures #1 and as well as the subcutaneous layer with 2-0 vicryl sutures. Staples were placed at the incision and then at the drain site. Dry sterile dressing was applied. The pt was transferred in supine position, extubated uneventfully, taken in a stable condition to the recovery room.